Manufacturer narrative:
D9/h2/h3/h6: the computer was returned however analysis has not been completed. Codes b21, c21 and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the analysis of the computer was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9734477, serial/lot #: 1818180, ubd: , UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The central processing unit (cpu) had issues with booting up which was confirmed on site. There was no signal appearing on the screen for 2 times and a hard restart was needed. The cpu was replaced. The software and profile remained the same as on the previous cpu. The imaging system connection was confirmed.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the system lost power. The central processing unit (cpu) shuts down by itself. The staff cart monitor continues to have power and display the message "no signal". The next step was to perform a budget for cpu replacement. Navigation was aborted causing less than an hour delay in the case. No further information was received. Additional information was received stating that the procedure being performed was a spinal fusion. There was no adverse event that occurred with the patient and that they were "good" after the procedure was completed.